Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient had a missing sensor wire. Upon sensor removal, the sensor wire was missing from the sensor pod. The event occurred on an unspecified day after sensor insertion into the abdomen. The patient believed the missing sensor wire remained under her skin; therefore, she went to the ER for evaluation. At the ER, the patient underwent an ultrasound. The ultrasound showed a ¿linear echogenic foreign body in sq supraumbilical soft tissue measuring 1.7 x 0.3 cm". There was an attempt to remove the retained wire, however, it was unsuccessful as the wire ¿kept migrating¿. It was not specified how the ER attempted to remove the retained wire. The patient was then referred to general surgery for an evaluation. Attempts to reach the patient for a follow-up were unsuccessful. At the time of contact, it was indicated that the patient was stable. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.